Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger not charging) was isolated to a physically damaged l4 inductor, knocking it off of the bedside pca. The root cause for the damaged l4 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.